Event description:
It was reported the lead was damaged during the implant procedure. It was stated the physician was pulling stylet from the lead and did not disconnect the stylet from the lead correctly, which stretched the lead. It was noted the outer insulation was not completely visible over a portion of the lead due to the stretching. It was also stated the 28cm lead appears to be 36cm long now. Additional information was requested but not known at the time of report.

Manufacturer narrative:
Product ID: 3889-28, lot# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).